Event description:
It was reported the system displayed a communication failure error message and continued to restart without command. This resulted in loss of system functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an investigation. The kv controller board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.